Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to troubleshoot further with tandem technical support, but continue monitoring the insulin gauge. There was no reported impact to the customer's blood glucose level.